Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker had an infection and erosion. The patient also had device migration. The patient was treated with intravenous antibiotics. A revision was performed and the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead were explanted. Additional information from the patient's chart notes indicates that the system was laser extracted due to device "falling out of the patient during a shower." Furthermore, the patient was placed on anti-infection protocol for 3 days and was implanted with a new system on the right side. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegations made were not confirmed by analysis. The baseline testing completed on the device found no failing conditions. Moreover, all testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker had an infection and erosion. The patient also had device migration. The patient was treated with intravenous antibiotics. A revision was performed and the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead were explanted. Additional information from the patient's chart notes indicates that the system was laser extracted due to device "falling out of the patient during a shower". Furthermore, the patient was placed on anti-infection protocol for 3 days and was implanted with a new system on the right side. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.